Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio iq meter was prompting "charge meter twice a day" message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting a "charge meter twice a day" message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a cold solder joint issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.